Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in (B)(6) reported to biomérieux that they have obtained potential misidentification of corynebacterium afermentans as brucella ssp with the product vitek ms instrument (ref. (B)(4), serial number (B)(4)). It was reported that in the last year the customer had an increased number of brucella ssp. Identified. However, after investigation, it became apparent that these organisms were mostly corynebacterium afermentans. There is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.

Manufacturer narrative:
A customer in germany reported to biomérieux that they obtained al misidentification of corynebacterium afermentans as brucella ssp with the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). Investigation: fine tuning. Fine tuning appeared to be good at the time of the test ((B)(6) 2022). Spot preparation quality: the calibrator and sample "all peaks" values were heterogeneous; indicating non-optimal spot preparation. Knowledge base review: the actual organism identification remains unknown as the customer did not report that any testing had been done using a reference method (i.e. Sequencing). Sample data analysis: reprocessing the customer data with vitek ms kb v3.2, one spectra led to a single choice of brucella spp and a single choice of corynebacterium afermentans. Both results had a low identification score (-0.38 and -0.39) which is near the acceptable limit for giving an identification v.s. Non-identification result (-0.4). The sample all peaks values were heterogeneous, varying between 43 and 72; another indication of non-optimal spot preparation. Reprocessing again using saramis (ruo database) all spectra lead to "no identification" results. This suggests the organism may be a species not found in the knowledge base. Conclusion biomérieux investigator was unable to confirm a root cause for this report. Based on the data above, it is most likely due to non-optimal spot preparation, a system limitation (species not present in the knowledge base), or a knowledge base weakness linked with the sub optimal quality of the spectra. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to further assist with sample spot preparation.